Event description:
The device was returned for evaluation. The catalog and lot numbers on the labels matched the numbers from the event. The device was returned bloody; the stent graft was deployed during the procedure. Upon inspection of the device, there was a 6 mm gap between the external slider and front grip, with a corresponding gap between the graft cover and tapered tip that measured 5 mm. There was a kink in the graft cover and tapered tip lumen 8.5 cm from the distal edge of the graft cover; however, the kink may be a resultant of the device being shipped loose within the carton. The external slider was rotated easily without any resistance. After rotating the external slider approximately 5 cm, the quick release trigger was used successfully; the trigger functioned as intended and allowed the external slider to move forwards and backwards without resistance. A compressive force was applied to the screwgear halves and then the trigger was used again, slight resistance was felt and a clicking noise was heard but forward and backward movement was still achieved. The external slider was disassembled and the internal slider was examined; there was no damage to the internal slider, external slider or screwgear. The complaint was not confirmed; the event took place in vivo and could not be recreated during analysis. The root cause of the event could not be conclusively determined during analysis; the delivery system functioned as intended.

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause is unknown); inherent risk of procedure (removal difficulty). Conclusions:(insufficient information; cause is unknown); known inherent risk of a procedure (removal difficulty).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that during the procedure, after the first three stents were deployed, the physician rotated the slider counterclockwise and tried pulling the thumb trigger in order to deploy the rest of the valiant stent graft however, the trigger was stuck and the physician had to continue deployment by rotating the slider. In addition, after the successful deployment of the stent graft, it was very difficult to bring the front grip to the slider in order to remove the delivery system. Nevertheless, the physician was successful with the removal. After the procedure, the physician tested the delivery system and found that it was very difficult to pull back the thumb trigger and slide back the slider. No clinical sequelae were reported and the patient is fine.